Event description:
It was reported that during a battery replacement procedure, a slight fracture was observed in the lead scs 5-6-5 surgical lead at positions 0-7. Multiple contacts (0, 1, 2, 3, 4, 5, 6, 7, 9, 13, 14) were found to be unusable, andhigh impedance was detected on these same contacts. An impedance check was performed using contact 8 as a reference. The patient was treated with battery replacement and programming adjustments. Lead revision may be considered if adequate coverage cannot be achieved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 13-mar-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.